Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump squirting out the insulin. The customer stated that troubleshooting was performed, and user was advised to discontinue use of the pump and to revert to back up plan per health care professional's instructions until replacement arrives. The customer¿s blood glucose unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during the basic occlusion test due to loose or protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify compromised force sensor system alarm due to motor error alarm. However, device passed rewind test and displacement test.